Event description:
It was reported that the external pulse generator (epg) would not turn on and the pace and sense indicators were "locked up." Technical services (ts) had the biomedical engineer (be) check the battery voltage; which was at end of life. The battery was subsequently replaced and the epg worked as designed. The be was going to test the epg and place back in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).